Event description:
It was reported that this system with a pacemaker, right atrial (ra) and right ventricular (rv) leads was explanted as the patient was experiencing a severe tricuspid regurgitation at a prosthetic valve and there was also an infection allegation. During the extraction the rv lead began to unravel and is expected to be returned for analysis. Furthermore, the rv lead had been implanted in an off-label way at the left bundle branch. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker, right atrial (ra) and right ventricular (rv) leads was explanted as the patient was experiencing a severe tricuspid regurgitation at a prosthetic valve and there was also an infection allegation. During the extraction the rv lead began to unravel. The pacemaker has been returned for analysis. Furthermore, the rv lead had been implanted in an off-label way at the left bundle branch. No additional adverse patient effects were reported.